Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/26/2015 with the following findings: several inexplicable 'power reboot events' and an inexplicable eaw-(B)(4) 'replace battery alarm', which can be indicative of the type of issue that was reported, were observed in the black box data. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The battery compartment was observed to be intact. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery-life issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that replace battery alarms appeared in the history without having been preceded by low battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.